Event description:
A customer reported an altitude alarm issue with their pump, which was identified as altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Technical support advised the customer to clean the speaker holes and remove and reconnect the pump cartridge, which allowed bolus delivery without error when disconnected from the site. The customer had an alternative plan to use insulin shots if necessary, and planned to wait for assistance from their husband to inspect the site on her back, as the issue was likely site-related.